Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was difficult to deflate a balloon during a pretest.

Manufacturer narrative:
The reported event is unconfirmed since the reported failure could not be reproduced. The device was used for treatment. The device met specifications. The device was not related to the reported failure as the failure was unconfirmed. Visual evaluation of the sample noted one used two way silicone foley with drainage tubing and sample port connector without the original packaging. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon was inflated with 10ml meth blue and water and the balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated in 56.04 seconds. The balloon inflated and deflated normally with the use of a syringe and was within specification. The inflation notch was 0.825" from the shaft, which was within specification (0.97"±0.30"). Although the reported event was unconfirmed, the most likely potential root cause could be physiological interferences. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1)patients who are or have been allergic to natural rubber latex (2)patients with known allergy to silver-containing catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was difficult to deflate a balloon during a pretest.